Event description:
It was reported that the insulin pump was pausing in the middle of the night. Blood glucose reading was 13.9 mmol/l. The reporter had treated with manual injection. The reporter attempted to deliver a bolus in the morning but this did not bring the blood glucose down. It was also noted that there was a crack in the battery compartment on the insulin pump case. Reporter also mentioned that this had occurred once before. No alarms were noted when the history file on the insulin pump was reviewed. A crack on the display screen was also noted. Advised that the insulin pump will replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passed functional testing. The insulin pump was received with cracked case at battery tube threads and minor scratched liquid crystal display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.